Event description:
It was reported that the knob is glued onto the device. No patient injury reported.

Manufacturer narrative:
No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: additional event information received indicating no patient involvement (updated b5). A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received via email 12-sep-2022. No patient involvement.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with tamper seals intact. The device was received in with a bowed front panel which was loose, and the relief pressure knob was missing. The customer reported problem was not verified/duplicated. All knobs were assembled as intended. But other problems were found with missing and damaged components. The investigation found that the most probable root cause was the misconception of the knob assembly. No corrective action was needed, no fault was found with the remaining knobs. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).